Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose was 700 mg/dl. The doctor also reported that the insulin pump alarmed no delivery.